Manufacturer narrative:
The insulin pump was received with missing segments/partial display due to cracked and bleeding lcd. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer reported via phone call that he fell and landed on his insulin pump. Customer stated that he now has a black splotch and lines on the display that does not allow him to read the settings anymore. Customer stated that it was his clumsy feet that caused him to fall. Customer stated that he can see some of the screen when he enters his blood glucose level and he can see some of the numbers. Customer's blood glucose was 140 mg/dl at the time of the incident. Customer stated that the pump did not fall from his hip. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.